Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the customer stated that the catheter was jumping on the screen. The customer stated that they were near the aortic arch, so the physician only performed 2-3 biopsies and did not feel comfortable taking any additional biopsies with the catheter. The diagnostic procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed that the catheter on the monitor moved on its own without the physician touching the controller and the passive mode button was not pressed.